Event description:
The following description of the event was documented by a carefusion tech support specialist in response to info provided by a foreign distributor. "Our dealer claims this ventilator has very low pressure during inspiration, they claim the problem is the gde, they provided a purchase order to buy a gde. They claim this unit was not on a pt when the problem occurred."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on info provided by the foreign distributor. (B)(4). The following info concerning the eval of the device is a summary of the info provided by the foreign distributor: the foreign distributor evaluated the device and determined the failure was caused by a malfunctioning gas delivery engine. To repair the device, carefusion will send the foreign distributor a replacement gas delivery engine. Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for eval. As of 01/09/2015, the alleged faulty gas delivery engine has not been received. Once the gas delivery engine is received, and the eval completed, a f/u medwatch report will be submitted.